Event description:
It was reported that during an unknown procedure, the first stapling was fine and then the surgeon wanted to remove the device from the trocar. For the wheel guides the tip of the device, it must be parallel to the axis of the device, but in this case the surgeon had to turn the wheel to 45 degree for it to be in line with the handle. The surgeon used another device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 9/23/2008. Damaged articulation gear teeth. The analysis showed that the device was received with the articulation mechanism damaged. The device was received without a reload present. The returned device was tested for functionality with a test; when fired to the left the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found broken. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.